Manufacturer narrative:
(B)(4). No similar complaints types events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a micl13.2, -10.5 diopter, implantable collamer lens in the patient's right eye (od) on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to excessive vaulting, elevated iop, angle closure, narrowing of the angle, shallowing of the acd, blurry vision, pain and corneal edema. Paracentesis was done to lower the pressure. The lens was exchanged for a shorter lens and the problem was resolved. On (B)(6) 2017, the patient's post-op bcva was 20/25.